Event description:
The patient came in presenting pain due to a periprosthetic fracture resulting in a successive stem subsidence but the cause is unknown. There are no indications of trauma. At 21 days post primary the surgeon cabled the fracture and revised the amistem-p size 3 to a distal stem d 13mm l 140mm and revised the biolox 36mm head s to a biolox 36mm head m. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 12 may 2026: lot 2522223:(B)(4) items manufactured and released on 10-dec-2025. Expiration date: 2030-nov-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Clinical evaluation performed by medacta medical affairs manager: a few days after primary cementless tha on a very heavy 88-year-old patient, a femoral periprosthetic fracture occurred and required substitution of the femoral stem. It is likely that the bone, stressed by surgical preparation during the primary procedure and further stressed by the heavy weight of the patient during rehabilitation, gave way. There is no reason to suspect a faulty device at the origin of this adverse event. Root cause:based on the information available, no definitive root cause can be established. The event may be related to case-specific clinical and biomechanical factors, including the patient¿s advanced age, high body weight, surgical bone preparation, and early post-operative loading. There is no indication that any potential device-related or manufacturing issue may have caused or contributed to the event.